Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: (B)(6).

Event description:
It was reported that the patient was experiencing left hip pain and has had injections without sustained benefit. Additional information was received that all components were explanted and will not be returned per hospital policy. The patient was doing well postoperatively. No device malfunction was suspected.

Event description:
It was reported that the patient was experiencing left hip pain and has had injections without sustained benefit.

Manufacturer narrative:
Exact date unknown, event occurred couple of days ago from the date the manufacturer was made aware.